Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with lipase colorimetric (lipc) assay on a cobas pro c503 analyzer. Initial result: 1582 u/l accompanied by a data flag. 1st repeat result: 14 u/l (run with 2-dilution manually programmed on the instrument). This result was reported outside the laboratory through the customer's laboratory information system and questioned by the nurse. 2nd repeat result: 2469 u/l. The 2nd repeat result was deemed to be the correct result. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The lipc reagent lot number and expiration date were not provided. The customer was using a 3rd party qc. No indication of a performance issue with the reagent as the qc recovery is within range. The alarm trace showed multiple water level decrease alarms. The field service engineer evaluated the instrument and replaced the sample probe. The customer performed qc and it was acceptable. The service action (replacing the sample probe) resolved the issue. No further issues were reported afterward.